Event description:
Reportedly, the sulu was loaded onto the instrument and fired. Upon opening the instrument's jaws, unproperly formed staples and bleeding were observed. In addition, the knife blade of the sulu remained in the middle of the cartridge, exposed. Therefore, the surgeon used two more sulus in an attempt to control the bleeding. However, bleeding continued and the procedure had to be converted to an open procedure to complete the case. Procedure: lavh. Pt status: no pt injury reported.